Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that there were high thresholds, high impedance, a high number of sensing integrity counts, and the lead integrity alert had occurred. It was further reported that the physician suspected a connection issue and that upon revision of the connections, the noise issue was solved. The device remains in use. No further patient complications reported as a result of this event.